Event description:
Allegations of atypical neurological disease syndrome (ands), disability level b characterized by elevated myelin basic protein antibody titer, cognitive dysfunction, migrane headaches, fatigue, polyarthralgias and myalgias.